Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) who already has scs system was trialed for burst programming. The existing leads were pulled out of the ipg and connected to the epg. It was reported the trial was not "going well" (date of event unknown). During reprogramming session the patient experienced overstimulation as soon as a sjm representative tried selecting electrode configuration (amplitude was off). Further follow up identified there were no issues when actually turning stimulation was turned on and increasing/decreasing the stimulation. The trial concluded as scheduled. Further, the physician planned to connect the leads back to the ipg.

Manufacturer narrative:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.